Manufacturer narrative:
Correction; section e1: updated address to the facility.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead was under-sensing intermittently. The patient had no adverse consequences and no intervention performed was reported.